Event description:
In this section either describe the harm, including delay of case or write "no patient harm". PICC cath line noted to have cracked hub. Had to remove and new one inserted. Dates of use: (B)(6) 2019. Diagnosis or reason for use: prematurity requiring tpn.